Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close, and the latch was clicking. A field service engineer (fse) reported that the drawer 2.2 was failed after the customer manually opened it. Upon inspection, the drawer failed to stay closed. The customer identified a foreign metal object obstructing the drawer¿s front, which was not part of the pixies assembly. Once the obstruction was removed, the drawer was able to close properly, allowing recovery. The unit was then run through diagnostics and passed the application test. A final round of customer testing confirmed successful inventory operations with no further failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 2.2 had failed and latch was not clicking. The customer stated that they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.